Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp solution set was leaking from the base of the priming chamber where the tubing inserts or connects to the priming chamber. The leak was discovered in the cleanroom prior to dispensing or patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to g1: device manufacturer name: baxter healthcare - dominican republic (previously submitted as baxter healthcare - haina). Correction made to g1: device manufacturer address 1: carretera sanchez km 18.5 (previously submitted as piisa industrial park antigua). Correction made to g1: device manufacturer address 2: parque industrial itabo, piisa (previously submitted as carretera sanchez km 18 1/2). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.